Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient reported obtaining blood glucose results of ¿131, 125, 117, 148, 158, 204 and 145 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The patient manages her diabetes with insulin on a self-adjusting dose. The patient stated that in response to the result of ¿204 mg/dl,¿ which was obtained on (B)(6) 2020 at 7:30 pm, she contacted her doctor who advised her to take more insulin. 2 hours after the extra insulin was taken, the patient claimed she started ¿shaking.¿ the patient reported treating herself with sugar and cake as recommended by her doctor. The patient reported that the following morning, she proceeded to the pharmacy where her blood glucose was measured at ¿120 mg/dl¿ on the pharmacy device. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering extra insulin based on an alleged inaccurate result obtained with the subject meter.